Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the clinician discovered that the patient had a magnetic resonance imaging (MRI) performed last month. The clinician was questioning if anything else needed to be done with the MRI non- compatible implantable cardioverter defibrillator (ICD) device. Interrogation and testing revealed all trends were within normal limits. The device remains in use. No patient complications have been reported as a result of this event.